Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over. A technical support specialist (tss) dialed in to the es server es 1.7 prod app server and logged in to the es website. Tss reviewed devices and identified inactivity dates showed as 45 days, and the current patient admit date showed. Tss informed the customer in-charge pharmacist, and increased inactivity days to 320 days. A registered nurse (rn) then viewed the patient and removed medication, and the customer acknowledged the issue was resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.